Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(6) 2016 (month and year valid) although it is unknown if the device led to the event, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unknown spinal surgery at t10-iliac due to degenerative lumbar scoliosis. Post-op, it was suspected that there was late-onset infection. The patient underwent revision surgery for removing the implant. The patient has been being monitored since the revision surgery. Scoliosis correction was performed in the previous operation. The devices were partially removed this time.